Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, there were no signs or symptoms of a stroke. On (B)(6) 2025, the patient experienced slurred speech and facial drooping. On (B)(6) 2025, the patient was admitted to the hospital. A head and neck CT was done, and the results were negative for a stroke or a significant stenosis. An MRI was ordered for further evaluation but was not yet completed. The patient began acute inpatient rehab and the facial droop, and slurred speech was improving. As of (B)(6) 2025, it was unsure if the patient experienced a stroke or the root cause of the event, however, it was being treated like an mca territory stroke. The patient was expected to follow up in one month and a decision will be made regarding titrating their device.

Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, there were no signs or symptoms of a stroke, on (B)(6) 2025, the patient experienced slurred speech and facial drooping. On (B)(6) 2025, the patient was admitted to the hospital. A head and neck CT was done, and the results were negative for a stroke or a significant stenosis. An MRI was ordered for further evaluation but was not yet completed. The patient began acute inpatient rehab and the facial droop, and slurred speech was improving. As of (B)(6) 2025, it was unsure if the patient experienced a stroke or the root cause of the event, however, it was being treated like an mca territory stroke. The patient was seen for a follow up on (B)(6) 2025 and initial titration was performed. During the initial titration, it was confirmed that the patient was not hospitalized for stroke and was hospitalized for heart failure. On (B)(6) 2025, the patient passed away. There was no accusation that barostim caused or contributed to the patient's death.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).